Event description:
The hcp reported the patient received a 50mcg bolus of lioresal as a trial and remained quite flaccid the next day. A follow up report will be sent when additional information is received.